Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced non-recoverable fault 41113. Or was in process of removing instruments. One instrument was still gripping tissue. Or staff used irk to successfully open instrument jaws and release tissue. Surgeon is converting to lap. Technical support engineer (tse) reviewed live logs and found error 31089 pointing to blue fiber cable communication loss. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: confirmed by a nurse that was in the room the even occurred during the procedure. The procedure was converted to laparoscopic and no harm occurred to the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 656810-21 ccc cfg to resolve the issue. The system was tested and verified as ready for use. This tower ccc cfg was returned for failure analysis. The reported errors, 307 and 31089, were confirmed but not replicated. In artemis, these errors, 307 and 31089, were found several times, indicating a node configured to be present stopped responding and a recoverable error was detected by hardware on an aurora communication link, respectively. Upon visual inspection, no issues were found related to the reported event. This tower ccc cfg was installed, programmed, and tested on the dv5 in-house golden system, with no issues and no errors triggered on startup. It underwent five power cycles with no failures and no errors triggered. The unit idled overnight in normal mode, with no issues and no errors triggered. Three instruments were installed and an endoscope check on their functionality was conducted, with no issues and no failures. As a result of this test and findings, failure analysis concluded that no root cause could be attributed to this tower ccc cfg unit in relation to the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, errors 307 and 31089 were found several times indicating a node configured to be present stopped responding and a recoverable error was detected by hardware on an aurora communication link, respectively. Upon visual inspection, no issues were found that would be related to the reported event. The ccc was installed, programmed, and tested on an in-house system with no issue and no errors triggered on startup. Ran five power cycles with no failure and no errors triggered. The unit was idled overnight in normal mode with no issue and no errors triggered. There were three instruments and an endoscope installed to check their functionality with no issues and no failures. The core was visually inspected and no issues were found. The unit was installed on a known good system and powered on with no issues. The error logs were reviewed, where the 31089 was pointing towards the router port 2. This corresponds with the large blue fiber connections in the vision side cart (vsc). The fiber light levels were checked, where the values were seen to be normal. The system was left to idle for three hours and power cycled five times with no issues. The complaint was not confirmed based on failure analysis. While probable root cause cannot be determined based on the information provided and failure analysis results, investigation reveals a possible communication issue in the tower fiber connections. No product issue was identified. The reported event was not confirmed as failure analysis of the ccc and core found no functional issue. The products were visually inspected and evaluated for their mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned products revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.